Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that cefepime was intended to run over 240 minutes, but ran faster than expected. There were no additional details provided and no devices/products available for investigation. The issue was reported to bd associate during site visit. There was patient involvement but unknown harm.